Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported for the past couple months they've been having issues with charging their ins. Pt reported that their controller displays that controller batteries are low and replace controller batteries when the controller is 100% charged when the recharger is connected. Pt stated system problem rm03 displayed. Pt also explained they've experienced poor telemetry where they'll be charging their ins and all of the sudden it stops charging. Pt stated these issues have worsened over time and now they're unable to charge at all. Pt stated they had to turn off therapy for the past 3 days because they can't charge. Pt confirmed no visible damage to the recharger cord. The issue was not resolved. A replacement was sent out. No symptoms were reported. Case reopened and reassigned to send email to repair and to add serial numbers to secure note. Pt called back from number registered re-reporting information previously documented in this case. Pt received rtm replacement and still seeing batteries low, replace controller batteries soon message. No damage to rtm, controller port, battery, or battery compartment. Pt said they cannot get their ins to charge. Pt said they had been seeing the batteries low, replace controller batteries soon screen even after receiving the rtm replacement. Pt was now seeing the no device found screen when trying to recharge. Pt inspected the rtm plug, controller port, battery and battery compartment; pt said they all looked good. Pss sent email to repair for controller and li battery replacement. Additional information was received from the patient. Pt called back stating that they received the replacement controller and battery pack. Pt stated that they battery pack was dead so they recharged the controller battery, however they still couldn't recharge the ins and no device found would display. Pt had not yet paired the controller to the ins, so pss was walking the pt through the pairing process when no device found displayed. Pss reviewed passive recharge mode with the pt and had the pt select recharge, however after several attempts no device found kept displaying. Pt stated that it had been five days since they had been able to recharge the ins, so the they were sure that the ins battery was depleted. Pt mentioned that they got a new rtm back in october (as documented in this case) and that they had been having trouble ever since with recharging the ins. Pt stated that they tried working with the equipment last night until they got frustrated and gave up. Pt stated that the rtm would get warm but not hot. Pt stated that their original equipment lasted quite awhile, but that the replacement equipment they had been getting has been a problem. A replacement rtm was sent to the patient. Additional information was received from a patient (pt). It was reported that the pt had been having trouble but they would be able to get the equipment to work; then today the controller did not work. To charge their implant battery they would have to reset their controller 3 times to charge because the pt's controller would go blank with a bright light; pt noted they have also got a message to replace the controller battery and last night when recharging the implantable neurostimulator (ins), it took 2 hours to charge from 60% to 70%. Pt noted they could be recharging excellent and then the session would stop even though the pt did not move so pt would have to reset the controller. Pt said it was taking way too long to charge the implant battery because when it was new it use to only take 30 to 40 minutes. Pt charges their implant battery every night and in the morning so they normally never have the implant battery go below 70% battery. The pt plugged the controller into the ac power supply and it had a green light then this morning it was a green amber color and the battery was at 30% battery and would not do anything. During call pt removed the controller battery and plugged the controller into the ac power supply, pt verified the controller turned on. Pt put the battery back into the controller and verified the controller was charging with a green flashing light then it was steady green. Pt got battery low recharge implant battery soon. Pt attempted to recharge their ins, pt was able to recharge their implant at excellent with a green flashing light. Pt then got a message that the charging was interrupted and the implant battery was low and to recharge the implant battery soon. Pt verified no damage to the controller charging port and that they already cleaned the contacts. Pt noted they have gotten new rechargers and they got their controller replaced 3 times; pt said they had not gotten a new battery for the controller. A replacement co ntroller and battery pack were sent out. Pt mentioned they got a replacement controller and replacement lithium battery pack, but went to charge last night and got "rm04" code. Pt then decided to reset the controller and was able to charge the implanted neurostimulator(ins). Pt then tried to charge again this morning, but could only get "rm04" code. Pt could not charge their ins this morning. A replacement recharger telemetry module (rtm) was sent out. No symptoms were reported. Pt called back re-reporting information previously documented in this case. Pt said they had received the new controller, battery, and rtm and then when they were trying to charge their ins, they received a software problem 1. Intellis 2. 3.0 3. 243 4. 9f-port code and no longer had it on the controller. Pt said they had reset the controller already to get the ins to recharge. Pt was using all of the newest equipment sent to them. Pt redirected to follow up with rep.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6). Product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#:(B)(4). B3. Date is estimated; year is valid. H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) found that the device was scrapped due to the recharge antenna failure of the no device found message and due to fail t6030 (rms voltage at the h field probe), suspect rtm recharge coil defective. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.